Event description:
A malfunction, indicated by the code malf 9, was reported. There was no adverse impact to the customer's blood glucose level. After calling technical support, the customer received assistance with resetting the pump, and the malfunction code did not recur. The customer was advised to resume using the pump and to contact technical support again if any issues arose. The customer acknowledged and understood the instructions.